Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose after eating a meal without announcing it to the ilet when continuous glucose monitor (cgm) readings were unavailable due to a sensor connectivity issue; a glucometer measured 451 mg/dl about an hour prior and 224 mg/dl at the time of the call, with the infusion set in the stomach and dexcom g7 cgm in use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to an improper or incorrect procedure associated with the user interface when the meal was not announced in the absence of cgm data. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.